Event description:
This is a spontaneous report by a nurse from (B)(4) of fever, loose watery stool and peritonitis coincident with dianeal pd2 unknown bag therapy. On (B)(6) 2009, the patient began treatment with dianeal pd2 unknown bag (dose, frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred, described as reused equipment (minicaps) and does not wash hands before pd exchanges. On (B)(6) 2011, the patient experienced peritonitis, manifested by fever, abdominal pain and loose watery stool. The patient required hospitalization. On an unreported date in (B)(6) 2011, the patient received a loading dose of gentamycin (8mg/l of pd solution), followed by 4mg/l of pd solution (frequency not reported) and heparin (330 units/l of pd solution, frequency not reported). At the time of reporting, the patient remained hospitalized and the event of peritonitis was ongoing. An outcome for the events of break in aseptic technique, fever and loose watery stool was not reported. It was not reported if dianeal pd2 unknown bag continued. The nurse believed that the event of peritonitis was unrelated to dianeal pd2 unknown bag therapy. The nurse did not comment on whether the events of break in aseptic technique, fever and loose watery stool were related to dianeal pd2 unknown bag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.